Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient had break in aseptic technique further described as did not wear a mask and did not clean the exchange area before starting peritoneal dialysis therapy. Sixteen days after the patient was diagnosed with peritonitis, the patient was hospitalized for the peritonitis. Treatment was not reported. The cause of peritonitis was a break in aseptic technique. Eight days after admission, the patient was discharged from the hospital. The patient is reported to be recovering from the peritonitis. No additional information was available at the time of this report. Outcome: recovering- peritonitis with culture positive for staph epidermidis coagulase negative. Break in aseptic technique and pancreatitis- not reported. Medical history: end stage renal disease (esrd), hypertension, cardiac disease, pancreatitis and diabetes. Concomitant therapy: not reported. Causality assessment: unrelated- peritonitis with culture positive for staph epidermidis coagulase negative. Not reported- break in aseptic technique and pancreatitis.